Event description:
It was reported that pt underwent knee arthroplasty procedure in 2007. Subsequently, a metal tab on the femoral impactor was noted to be broken and missing. Six-week post-operative radiographs showed pt retained metal tab. Pt returned to surgery in 2008, for removal of the metal tab.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Other- eval of returned device found evidence that the instrument fractured most likely due to bending overload.